Event description:
Dr. Brought pt in for cold leg. Pt had mottled leg. Second, states leg pain. They pps the leg with 4mg rpa in 100cc loag and aj after waiting for 20 mins. After case was completed the physician stated that the pt's pain was relieved and was warming up. Later that day the pt's hgb went from 14 to 8. Second, the pt's o2 sats dropped and he had altered mental status. Two hrs later the patient died.

Manufacturer narrative:
A male presented with cold, mottled, and painful leg. Surgery refused case due to high risk. Ir understood this was a high risk patient, but intervened to alleviate pain and prevent leg loss. Procedure consisted of power pulse thrombolytic infusion (4mg rpa in 100cc bag), 20 min wait, 10 min angiojet run resulting in 50% clot removal, then add'l 10 min angiojet run with complete thrombus removal. Patient's pain was relieved and foot warming up. Later same day, patients hemoglobin dropped from 14 to 8, o2 sats dropped, and patient had altered mental status. Unk why o2 sats dropped - physician presumes it is related to hemolysis and run times in excess of labeling recommendations. Transfusion was given. No supplemental oxygen and family requested do not resuscitate. Patient died same day. No autopsy or further follow-up planned. No further info was available from the physician. Hemolysis is a known complication of angiojet use and is disclosed in the labeling. Labeling recommends monitoring hemolysis if run time exceeds 8 mins total or 4 mins in flowing blood. A hemoglobin drop from 14 to 8 is unusual in angiojet thrombectomy. The long total run time and especially the long run time in flowing blood could have contributed to the hemoglobin drop and acute anemia is a likely cause of death in this patient. The MFR is not aware of other events of this type and will continue to monitor product use for this type of event.